Event description:
An electromechanical ambulatory infusion pump was returned to the manufacturer for periodic maintenance. During calibration testing, the pump did not meet the specifications for flow rate. The device under delivered.